Event description:
On (B)(6) 2010, the lay user/patient's visiting nurse contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to the patient's feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient's niece on september 14, 2010 and obtained the following information: the reporter confirmed that the alleged issue began on (B)(6) 2010 at 9pm. Reportedly the patient obtained blood glucose results of "437, 483, and 481 mg/dl" with the subject meter. The reporter corrected and clarified that the patient is managing her diabetes with oral medications (1000mg of metformin, 10mg of glyburide, and 30mg of actos). The reporter corrected and clarified that the visiting nurse notified the patient's physician (in regards to the alleged inaccurate high reading) and was advised to have the patient take her usual dose of medication. At an unknown time later, the reporter claimed the patient felt shaky; however, it is not known what type of treatment, if any, the patient received after the alleged issue occurred. At the time of troubleshooting, the customer service representative (csr) noted that the patient did not have all of her testing supplies. The csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.